Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on april 20, 2018, (B)(4).

Event description:
It was reported the patient experienced recurrent infections and skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics on multiple occasions (dates not reported); however the issues could not resolved. There are plans to remove the abutment but yet to occur as of the date of this report.